Event description:
Orbit coil pre-detached in the microcatheter prior to reaching the aneurysm. Resistance was felt in the proximal third of the microcatheter as the coil was being advanced through it. The coil was successfully withdrawn from the microcatheter and another coil was used successfully. No additional intervention was required, and there was no adverse effect to the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.